Event description:
It was reported that the user experienced hyperglycemia to 315 mg/dl while using the ilet system with a contact detach infusion set (23", 6 mm). Troubleshooting identified a loose connection where the tubing screws into the connector with evidence of insulin leakage inside the pump after the cartridge was connected to the adapter outside of the pump. Education was provided on proper cartridge-to-adapter connection and all supplies were replaced, after which glucose returned to range. Symptoms included fatigue and sleepiness associated with the hyperglycemia. Outcomes included resolution of the elevated glucose following correction of the infusion setup and supply change. Investigation included guided troubleshooting for leaks, kinks, bubbles, inspection of the infusion set and cartridge connection, and user education. Investigation of this case revealed an infusion set and connector assembly error that led to insulin leakage and under-delivery, consistent with an infusion set deployed or attached incorrectly. It was concluded, based on previously established findings for similar reports, that user setup error related to infusion set/cartridge connection caused the event.